Event description:
1. There was an allegation of questionable elecsys ft4 IV results for: one patient from the cobas 8000 core unit. One patient on a cobas e 402 analytical unit compared to the abbott method. Two patients from the cobas e 801 module. One patient on a cobas 8000 core unit compared to competitor methods. One patient sample on a cobas e 801 analytical unit compared to a siemens analyzer. 2. Patient age range: 10-83 years. 3. Patient weight range: asku. 4. Patient sex breakdown: 2-female, 2-male, 2-asku. 5. Patient race breakdown: 5-asku, 1-asian. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For four events: 1. Summary of investigation results: sample material from the patient was requested for investigation. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For one event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For one event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: an interference is suspected in the patient sample. The sample was requested for investigation. For all 6 event: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No. Reagent lot 88888401 had an expiration date of 31-aug-2026.